Event description:
It was reported that during the procedure in the mid left anterior descending artery, a perforation occurred in the left ventricle. The perforation was not caused by an abbott device. A jostent graftmaster stent system was advanced but could not advance through previously placed unpsecified stents. The patient was "recathed" again; however, the perforation was not closed. The perforation was reported as shunting into the ventrical and the physician chose to leave it as is. The patient was discharged home in stable condition. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The lot number was provided. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. Throughout the manufacturing process, all stent delivery systems are 100% visually inspected for catheter and stent damage. Although the anatomical conditions were not reported, it was noted that the stent delivery system could not advance through the previously implanted stents; which likely contributed to the failure to advance. The reported failure to advance appears to be related to the operational context of the procedure. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria.